Manufacturer narrative:
Three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided, the complaint will be closed. A supplemental report will be submitted if additional information is provided. Device not returned to manufacturer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was overheating on a patient.